Manufacturer narrative:
Summary of evaluation: the evaluation results suggest that this event is not device related but rather is associated with intra-operative procedures.

Event description:
"The insert would not engage with the baseplate. It appeared engaged, but upon flexing the knee insert would release and pop out." There was no adverse consequence to the pt due to this event.